Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a recurrent staph bacteremia with unknown source was observed. The patient is pacer dependent. A tee just prior to this procedure showed no valvular vegetations. The device and lead were explanted. The patient is stable. Related manufacturer reference number: 2938836-2020-07556.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information notes that the infection was not related to the device, lead or procedure.